Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump exhibited intermittent charging on the supplied pad, a charger indicator light that did not remain illuminated, a nonfunctional pause control, and an intermittently unresponsive touchscreen and device menus, with the display freezing on a high-percentage message; the user was guided to sync data, shut down the device, and prepare for replacement, and cgm re-pairing instructions were provided. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no need for medical intervention or hospitalization. Investigation included app-based troubleshooting, device data synchronization, and arrangements for device return for evaluation. Investigation of this case revealed a suspected device malfunction involving the user interface and charging subsystem, consistent with a screen/display and control responsiveness issue and possible charging accessory or power management fault. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction due to a component or subsystem failure.